Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed a probable insulation problem, t wave over-sensing, the sensing integrity count was noted, and the impedance was found to be variable and out of range. Re-programming was performed and following, the lead was capped, replaced, and no patient complications have been reported as a result of this event.